Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding ¿ general abnormal bleed') in an adult female patient who had essure (batch no. D08052) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, kidney stone, flank pain, vomiting, nausea, chills, hematuria, asthma, chronic sinusitis and vaginitis. Concomitant products included amlodipine, benralizumab (fasenra), fluticasone furoate;vilanterol trifenatate (breo ellipta), macrogol, montelukast and salbutamol sulfate (albuterol sulfate). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("physical pain/pelvic area pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced anxiety ("psych injury/psychological or psychiatric problems condition: anxiety / mental anguish") and depression ("psych injury/psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge"). The patient was treated with nsaids and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, anxiety, bladder disorder, urinary tract disorder, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, migraine, depression, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: as per previous follow it was mentioned that plaiontiff underwent unspecified essure confirmation test which showed bilateral occlusion; however, recent source document states that she did not underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on an unknown date: device was successfully occluded.. Ultrasound scan vagina - on an unknown date: contraceptive device identified within the uterine cavity. Batch no d08052 production date 2014-09-09 expiration date 2017-09-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding ¿ general abnormal bleed') in an adult female patient who had essure (batch no. D08052) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, kidney stone, flank pain, vomiting, nausea, chills, hematuria, asthma, chronic sinusitis and vaginitis. Concomitant products included amlodipine, benralizumab (fasenra), fluticasone furoate;vilanterol trifenatate (breo ellipta), macrogol, montelukast and salbutamol sulfate (albuterol sulfate). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("physical pain/pelvic area pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced anxiety ("psych injury/psychological or psychiatric problems condition: anxiety / mental anguish") and depression ("psych injury/psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge"). The patient was treated with nsaids and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, anxiety, bladder disorder, urinary tract disorder, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, migraine, depression, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: as per previous follow it was mentioned that plaintiff underwent unspecified essure confirmation test which showed bilateral occlusion; however, recent source document states that she did not underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on an unknown date: device was successfully occluded. Ultrasound scan vagina - on an unknown date: contraceptive device identified within the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-mar-2021: mr received. Reporter information, medical history, concomitant drugs added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.